Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes/undersensing were observed. Review of the stored electrograms confirmed the presence of false pause episodes as a result of poor sensing. The patient was asymptomatic. The issue was suspected to be positionally dependent and could involve loss of contact in the pocket.

Event description:
New information notes that the device was explanted.

Event description:
New information notes that the patient was fine, before and after the procedure and remains stable.